Manufacturer narrative:
Mindray service representatives evaluated the system and confirmed the benevision dms was properly generating audible alarms.

Event description:
The customer reported that around 8:14am on (B)(6) 2021 a patient was in bradycardia and no audible alarm was heard at the benevision dms. A visual alarm was noted. No patient injury was reported.